Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed manual suspend. The black box data revealed the pump was running with the incorrect time/date settings since the pump reverted to default time/date settings. The time/date data added up and equaled the programmed basal rate target. A prime sequence was successfully completed with no duplicated alarms. The pump was suspended and resumed correctly.